Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. During procedure, the patient was heart rate was being paced under 120 beats per minute (bpm) with a non-abbott device. At the end of the valve deployment, the patient's blood pressure was very low. The patient's heart stopped despite medications, massages, and shocks. The patient passed away. It was reported that the cause of death was due to cardiogenic shock, likely related to ventricular pacing during procedure. The valve was functional at time of implantation and was not blocking a coronary artery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. During procedure, the patient was heart rate was being paced under 120 beats per minute (bpm) with a non-abbott device. At the end of the valve deployment, the patient's blood pressure was very low. The patient's heart stopped despite medications, massages, and shocks. The patient passed away. It was reported that the cause of death was due to cardiogenic shock, likely related to ventricular pacing during procedure. The valve was functional at time of implantation and was not blocking a coronary artery.

Manufacturer narrative:
An event of shock, hypotension, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, during procedure, the patient was heart rate was being paced under 120 beats per minute (bpm) with a non-abbott device. At the end of the valve deployment, the patient's blood pressure was very low. The patient's heart stopped despite medications, massages, and shocks. The patient passed away. It was also reported that the cause of death was due to cardiogenic shock, likely related to ventricular pacing during procedure. Based on the information received, the cause of the reported death appears to be related to cardiogenic shock and patient's comorbidities (likely related to ventricular pacing). The cause of the reported hypotension, cardiac arrest, and shock could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.